Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, cracked liquid crystal display window, stained keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on back side lower part of the battery compartment. Customer stated that insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.